Event description:
During resection of a ureterocele with a pediatric resectoscope, the tip of the electrode broke off in the pt's bladder which resulted in the pt undergoing a cystoscopy for removal of the small electrode tip (1-2 mm in diameter). The procedure was completed, an extended hosp stay was not required and there was no pt injury.

Manufacturer narrative:
The original equipment MFR (OEM) evaluated the device and found that it exhibited marks of normal wear and tear. During the microscopic investigation of the break, it was found that the tungsten wires of the electrode's tip had been cracked and broken. The break was located close to but not in the soldering area. This part of the electrode's wires was not bent during the mfg process. The OEM concluded that the appearance of the break was typical for tungsten wires bent several times, e.g., when attempts to modify the position of the electrode's tip had been bent before the piece fell off. Due to the absences of indications of a mfg fault and the fact that this area of the wire had not been bent during mfg, the OEM concludes that the break was caused by handing of the device in a way not intended, e.g., modifying the angle of the electrode's tip. No further action will be taken by olympus.